Event description:
It was reported that during a da vinci-assisted surgical procedure that, the cable broke. A similar backup da vinci instrument was used to continue with the case. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. The instrument was returned and failure analysis (fa) found a broken conductor wire at the yaw pulley exit. The wire was detached from its connection at the grip. The yaw pulley showed no signs of arcing. Due to the broken conductor wire, the electrical continuity test was not required. The root cause of this failure is attributed to a component failure. The instrument was also found to have insulation damage on the conductor wire. Approximately .008" x .011" was broken off and was not returned. The root cause of this failure is attributed to a component failure. There were no signs of arcing.